Event description:
It was reported that the ventilator generated a technical error codes indicating power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A correction was needed for fields: investigation findings, investigation conclusions, and addtl mfg narrative/corr. Data (h10). Our field service engineer investigated the unit on-site. During troubleshooting, the reported issue was confirmed as it reoccurred. To address the issue, the dc/dc & battery control printed circuit board (pcb) was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirmed the reported issue with the failed flow transducer test and the generation of technical alarms. The dc/dc & battery control pcb was returned for further investigation. Visual inspection of the returned pcb revealed no abnormalities. During simulated use testing, no technical errors were generated during start-up and a pre-use check (puc) was conducted successfully. After passing, ventilation was performed for four days without generating any alarms or errors. After ventilation, multiple pucs were performed, and all of them passed. The reported issue could not be reproduced, hence; no definite root cause can be established. The main function of the dc/dc & battery control pcb is to control the ventilator¿s on/off function, manage battery charging/discharging, switch power sources, control the main and o2 evacuation fans, supply internal voltages, and connect the user interface control cable.

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model #, and # d4 unique identifier (UDI) was required. D1 ¿ brand name: - previous brand name: servo-air - corrected brand name: base unit, servo-air d4 ¿ version or model #: - previous version or model #: servo-air - corrected version or model #: 6882000, d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). Our field service engineer investigated the unit on-site; the reported issue was confirmed as it reoccurred. The dc/dc & battery control printed circuit board (pcb) was replaced, after replacement the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirmed the reported issue with the failed flow transducer test and the generation of technical alarms. The dc/dc & battery control pcb was returned for further investigation. During simulated use testing, it was found that the connector on the pcb was very stiff and rigid, making it difficult to insert the pcb into a reference ventilator and to get a proper contact with the rest of the system. This also became evident when the simulated use test was started, and the reported technical alarms appeared. When the connector on the pcb was finally inserted properly, no technical alarm were generated, and a pre-use check was performed successfully. After passing, ventilation was performed for four days without generating any alarms or errors. After ventilation, multiple pre-use checks were performed, and all of them passed. The reported issue could be reproduced, and it was found that the connector on the pcb had some mechanical issues, which led to poor contact with the rest of the system. Once a decent contact was finally achieved, the technical errors disappeared, and all functional testing was performed successfully. Therefore, it can be stated that the cause of the technical alarms is most likely the faulty connector on the dc/dc & battery control pcb. The reason for the mechanical problems with the connector on the dc/dc & battery control pcb could not be investigated at a deeper component level.

Event description:
Manufacturer's ref: (B)(4).